Event description:
A customer reports that in 2005 received a bad jolt from their defibrillator while using a muscle stimulator. This jolt knocked the customer to floor and that customer felt dizzy and weak. Customer contacted their doctor who said customer should be seen within the next 24 hours. The next day customer went to the nearest doctor who told the customer there was something wrong with their defibrillator. That same day customer was admitted to hospital where their defibrillator and one lead were replaced. Their hospital stay laster 4 days.